Event description:
It was reported that the asymptomatic patient presented to hospital for normal follow up. Upon interrogation, the right ventricular lead exhibited high impedance. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.